Event description:
It was reported by the customer that an es facility license user was unable to pick medication from the list to scan the national drug code number. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA: 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then complaint history review (chr) is not required. No valid serial number attached to complaint record. Per swi 1503-004-000-swi-mms complaint investigation, if no serial number is provided, a device history review is not required. Upon investigation of the actual device used in this incident, it was determined that the customer was unable to scan a barcode. A technical support specialist identified that the national drug code number was not linked to any medication ID and then closed the case due to no response received from customer. No resolution was provided by the field service engineer or customer regarding the reported issue. No additional information was available.